Manufacturer narrative:
(B)(4). Batch #: v95e46. Additional information was requested and the following was obtained: did the generator display any error messages and if so what were they? Unk. Did the device pass the pre-test? Yes. Had the device been working and then stopped? After the scissors first functioned normally, the plastic pad was relatively quickly detached from the branch, that why the scissors were replaced. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap sigma that the opposing camp had dissolved. They finished the procedure with a new instrument. No patient harm nor significant delay reported

Manufacturer narrative:
(B)(4). Date sent: 4/25/2022. D4 batch #: v95e46. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with the tissue pad damaged, not present and not returned. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.